Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm experienced leakage during use. The following information was provided by the initial reporter: material no: 329505, batch no: unknown. Verbatim: -patient was taking the insulin with pen and needle on the right hand. Despite using the needle appropriately, we noticed at the time of taking out the needle several drops of the insulin dropping out. Thinks there is an issue with the needle.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm experienced leakage during use. The following information was provided by the initial reporter: material no: 329505, batch no: unknown. Verbatim: patient was taking the insulin with pen and needle on the right hand. Despite using the needle appropriately, we noticed at the time of taking out the needle several drops of the insulin dropping out. Thinks there is an issue with the needle.